Manufacturer narrative:
Reported event was confirmed by review of revision op notes. Review of revision operative notes indicate that the patient was revised due to tibial subluxation. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Review of initial op notes indicate there were surgical difficulties due to patient's obesity (patient condition). This could possibly lead to device failure. Per package insert, instability and loosening are the known adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Report source: study: (B)(6).

Event description:
It was reported that the patient was revised due to tibial subluxation and instability.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Date of event - (B)(6) 2016. Date of this report - sep 14, 2017. (B)(4). Date received by manufacturer - aug 21, 2017. Type of report - follow-up if follow-up, what type - correction, additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a initial right knee procedure and later developed medial collateral ligament laxity. Subsequently, the patient was revised approximately two years post-implantation due to loosening on the articular surface. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products - femur cemented cruciate retaining (cr) standard right size 7 catalog # 42502606202, lot # 62637084, tibia cemented 5 degree stemmed right size d catalog # 42532006702, lot # 62438461, all poly patella cemented 32 mm diameter catalog # 42540000032, lot # 62536449. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a initial right knee procedure and subsequently was revised approximately 2 years later due to articular surface fracture. Attempts have been made and additional information on the reported event is unavailable at this time.